Event description:
The stent was delivered to the target supraclinoid internal carotid artery (ica) with great difficulty and the use of multiple different guidewires due to severe tortuosity of the cervical segment of the ica. The stent was implanted, completely covering the aneurysm neck. However, imaging showed that the tip of the subject guidewire extended beyond the dominant m2 division of the middle cerebral artery into a very small branch artery possibly caused a vessel perforation. Approximately one hour later, CT scan revealed extensive basilar cistern, right sylvian fissure and right convexity subarachnoid hemorrhage (sah). However, the patient remained neurologically stable. Later this day, the patient became unresponsive. Mannitol and 3% saline bolus were given to treat the patient. CT scan revealed ¿marked interval progression of hemorrhage, with a large area of clot within the region of the right sylvian fissure¿. There were new right to left midline shift at the level of the septum pellucidum, right to left subfalcine herniation, small parafalcine subdural hemorrhage and continued ventriculomegaly concerning for hydrocephalus. The patient was intubated. Right frontotemporoparietal decompressive hemicraniectomy and placement of right frontal external ventricular drain were performed. Four days post procedure, the patient died. It was reported that the event was related to the procedure and possibly related to the subject guidewire.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation, hemorrhage, stroke, brain herniation, midline shift, hydrocephalus and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
The subject transend guidewire device was used in the procedure, which was part of safety and effectiveness of an intracranial aneurysm embolization system for treating large or giant wide neck aneurysms (scent) investigational device exemption (ide) study for surpass flow diverter system, reference (B)(4) and any adverse events will be reported in compliance with the ide regulations. The surpass flow diverter device is not approved and commercially sold in the USA and therefore this investigational device is not subject to MDR reporting regulations. The device remained implanted.

Event description:
The stent was delivered to the target supraclinoid internal carotid artery (ica) with great difficulty and the use of multiple different guidewires due to severe tortuosity of the cervical segment of the ica. The stent was implanted, completely covering the aneurysm neck. However, imaging showed that the tip of the subject guidewire extended beyond the dominant m2 division of the middle cerebral artery into a very small branch artery possibly caused a vessel perforation. Approximately one hour later, CT scan revealed extensive basilar cistern, right sylvian fissure and right convexity subarachnoid hemorrhage (sah). However, the patient remained neurologically stable. Later this day, the patient became unresponsive. Mannitol and 3% saline bolus were given to treat the patient. CT scan revealed ¿marked interval progression of hemorrhage, with a large area of clot within the region of the right sylvian fissure¿. There were new right to left midline shift at the level of the septum pellucidum, right to left subfalcine herniation, small parafalcine subdural hemorrhage and continued ventriculomegaly concerning for hydrocephalus. The patient was intubated. Right frontotemporoparietal decompressive hemicraniectomy and placement of right frontal external ventricular drain were performed. Four days post procedure, the patient died. It was reported that the event was related to the procedure and possibly related to the subject guidewire.